Manufacturer narrative:
Device evaluation summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had a pin that was bent inside the connector. The root cause of the bent pin was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt rec'd a replacement electrode belt.

Event description:
The lifecor pt svs rep (psr) of a male pt contacted lifecor customer support to report that the belt connector was coming loose from the monitor. He stated that he was able to obtain a baseline and it looks normal. Support sent the pt a replacement electrode belt.